Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported that the patient lost stimulation, and his charger and programmer were unable to communicate with the ipg. The patient stated he had last charged the ipg on (B)(6) 2011. He reported that he initially recharged the ipg once every week; however, the recharge burden had increased to every 2 days. Replacement external devices were unable to resolve the issue. The ipg was explanted and replaced on (B)(6) 2011. No further patient complications were reported.